Event description:
Rn in gi lab department noticed IV primary tubing lower 2 clave ports were backward. They were running uphill. Manufacturer response for primary IV tubing, lifeshield primary set (per site reporter): notified hospira customer communications regarding equipment failure. Arrangements are being made to send sample to manufacturer for investigation.